Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with a history of major depressive episodes cut the driveline cable of their ventricular assist device (vad) with suicidal intent. The patient subsequently passed away.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the driveline cable associated with the vad (B)(6) met all requirements for release. Raw logs were not available for analysis. As a result, the reported "cut driveline" event could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient passed away due to suicide. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause of the driveline damage may be attributed to the reported cutting of the driveline by the patient, as described in the event details. Per the instructions for use, psychiatric episodes and death are a known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this even t include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline cable associated with (B)(6), two (2) controllers ((B)(6)), three (3) controller ac adapters ((B)(6)), four (4) batteries ((B)(6)), two (2) controller dc adapters ((B)(6)), one (1) battery charger ((B)(6)), and one (1) battery charger ac adapter ((B)(6)) were returned for evaluation. No performance allegations were made against the two (2) controllers ((B)(6)), three (3) controller ac adapters ((B)(6)), four (4) batteries ((B)(6)), two (2) controller dc adapters ((B)(6)), one (1) battery charger ((B)(6)), and one (1) battery charger ac adapter ((B)(6)) were returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair action was verified. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. A review of the manufacturing documentation was not performed for the remaining devices since no performance allegations were made against them. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Functional testing of the driveline segment revealed that the driveline passed the continuity test and locking mechanism test. Visual inspection of the returned segment of driveline cable revealed a cut in the outer sheath, discoloration of the outer sheath and damage to the strain relief. Failure analysis of (B)(6) revealed that the returned controller passed visual inspection. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen and one cell was shorted. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed a decrease in power consumption and estimated flows on (B)(6) 2025 and ninety-nine (99) low flow alarms were logged since (B)(6) 2025. Review of the alarm log file revealed one (1) critical battery alarm involving (B)(6) was logged on (B)(6) 2025 at 21:05:46, which was due to the patient allowing the battery to deplete below 10% rsoc. In addition, log files revealed that the controller had been in use for more than two (2) years. Failure analysis of (B)(6) revealed that the returned controller passed visual inspection and functional testing. Internal visual inspection of the returned controller revealed no anomalies. Log file analysis associated with (B)(6) revealed that the controller was not in use and was likely the patient¿s backup controller. Failure analysis of the controller ac adapters, controller dc adapters, battery charger, battery charger ac adapters and batteries revealed that the units passed visual inspection and functional testing. Internal visual inspection of the devices revealed did not reveal any anomalies. Log file analysis revealed no anomalies involving an adapter or the batteries within the analyzed period. As a result, the reported event was confirmed. The most likely root cause of the driveline damage may be attributed to the reported cutting of the driveline by the patient, as described in the event details. Based on historical review of similar events, the most likely root cause of the observed outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed driveline strain relief damage may be attributed to multiple factors, including but not limited to wear and/or handling of the driveline. The most likely root cause of the observed controller fault alarm and no power alarm not sounding during testing can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the critical battery alarm can be attributed to the patient allowing batteries to d eplete below 10%. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the device may have caused or contributed to the reported event. Information received from the site indicated that the patient passed away due to suicide. Per the instructions for use, psychiatric episodes and death are a known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2023 / serial or lot#: (B)(6) ,d9: yes, return date: 23-jul-2025,h3: yes, h4: mfg date: 16-sep-2022, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a controller was returned the manufacturer. Manufacturer's analysis subsequently revealed an energy storage problem.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision of the product event summary. Revised product event summary: a segment of the driveline cable associated with (B)(6), two (2) controllers ((B)(6)), three (3) controller ac adapters ((B)(6)), six (6) batteries ((B)(6)), two (2) controller dc adapters ((B)(6)), one (1) battery charger ((B)(6)), and one (1) battery charger ac adapter ((B)(6)) were returned for evaluation. No performance allegations were made against the two (2) controllers ((B)(6)), three (3) controller ac adapters ((B)(6)), six (6) batteries ((B)(6)), two (2) controller dc adapters ((B)(6)), one (1) battery charger ((B)(6)), and one (1) battery charger ac adapter ((B)(6)) were returned for evaluation. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair action was verified. Review of (B)(6)'s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the manufacturing documentation was not perfo rmed for the remaining devices since no performance allegations were made against them. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Functional testing of the driveline segment revealed that the driveline passed the continuity test and locking mechanism test. Visual inspection of the returned segment of driveline cable revealed a cut in the outer sheath, discoloration of the outer sheath and damage to the strain relief. Failure analysis of (B)(6) revealed that the returned controller passed visual inspection. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen and one cell was shorted. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed a decrease in power consumption and estimated flows on (B)(6) 2025 and ninety-nine (99) low flow alarms were logged since (B)(6) 2025. Review of the alarm log file revealed one (1) critical battery alarm involving (B)(6) was logged on (B)(6) 2025 at 21:05:46, which was due to the patient allowing the battery to deplete below (B)(4) rsoc. In addition, log files revealed that the controller had been in use for more than two (2) years. Failure analysis of (B)(6) revealed that the returned controller passed visual inspection and functional testing. Internal visual inspection of the returned controller revealed no anomalies. Log file analysis associated with (B)(6) revealed that the controller was not in use and was likely the patient¿s backup controller. Failure analysis of (B)(6) revealed that the battery passed functional testing. Visual inspection of the battery revealed wear to the battery¿s connector center core. However, this did not affect the functionality of the device; the battery was able to adequately connect to a test controller. Of note, functional testing and log file analysis revealed that (B)(6) had above 500 charge and discharge cycles. Failure analysis of the controller ac adapters, controller dc adapters, battery charger, battery charger ac adapters, (B)(6) and (B)(6) revealed that the units passed visual inspection and functional testing. Internal visual inspection of the devices revealed did not reveal any anomalies. Log file analysis revealed no anomalies involving an adapter or the remaining batteries within the analyzed period. As a result, the reported event was confirmed. The most likely root cause of the driveline damage may be attributed to the reported cutting of the driveline by the patient, as described in the event details. Based on historical review of similar events, the most likely root cause of the observed outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed driveline strain relief damage may be attributed to multiple factors, including but not limited to wear and/or handling of the driveline. The most likely root cause of the observed controller fault alarm and no power alarm not sounding during testing can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the critical battery alarm can be attributed to the patient allowing batteries to d eplete below (B)(6). Based on the available information, the most likely root cause of the worn battery connector can be attributed to normal wear over time and/or the handling of the device. The most likely root cause of the battery cycle counts greater than 500 can be attributed to the battery reaching the end of its useful life. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the device may have caused or contributed to the reported event. Information received from the site indicated that the patient passed away due to suicide. Per the instructions for use, psychiatric episodes and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2019 / serial or lot#: (B)(6) d9: yes, return date: 30-sep-2025 h3: yes h4: mfg date: 24-sep-2018 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a battery was returned to the manufacturer. Manufacturer's analysis subsequently revealed a worn connector.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5 and h6. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.